Event description:
It was reported that balloon ruptures occurred. The target lesion was located in the left circumflex artery (lcx) to the 2nd obtuse marginal branch. The proximal lcx was 90% stenosed and the distal lcx was 100% stenosed. The 2.25mm x 15mm emerge balloon catheter was advance for pre-dilation. When the balloon was inflated from 10-14 atm, the balloon ruptured at 14atm. Another of the same device encountered the same issue. The procedure was successfully completed with a 2.00mm x 15mm non-boston scientific balloon. There were no patient complications.